Event description:
It was reported that a patient underwent a sling procedure on an unknown date to treat pelvic organ prolapse. The patient experienced pain and erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implant due to pelvic organ prolapse. It was also reported that she underwent a gynecological procedure on (B)(6) 2008, previous mesh was revised due to mesh erosion, and an additional mesh was implanted due to stress urinary incontinence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24669. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, enterocele and nocturia. It was reported that the patient had a concurrent procedure of an anterior and posterior repair and cystourethroscopy performed during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.